Manufacturer narrative:
This is one of three events reported for the same pt involving two separate products; associated MDR #'s see related pirs 201310378, 201310379, 201312288, 201312289, 201312290 and 201312291.

Event description:
The plaintiff's attorney alleged that the decedent experienced a cardiovascular event on (B)(6) 2012, was admitted to hospital on (B)(6) 2012 and subsequently expired on (B)(6) 2012, after the use of the product.